Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31134104l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis and hospitalization. After rpv (right pulmonary vein) isolation was performed, heart rhythm was poor on fluoroscopy. It was checked whether pericardial effusion was present by chest wall echocardiography. The physician judged pericardial effusion was low at that stage, and blood pressure was stable. After lpv (left pulmonary vein) isolation was performed, chest wall echocardiography was performed again. As the pericardial effusion enlarged, the pericardial drainage was performed. About 400 ml of venous blood-like blood were drained, and the blood pressure also rose to about 130. The patient was under observation. The physician's opinions on the relationship between the event and the product was no problem with the product. No abnormalities observed prior to use of the product. Additional information was received. Transseptal puncture was performed with rf needle and ablation was performed. No evidence of steam pop. Outcome of the adverse event was improved. No error messages on equipment. The physician¿s opinion on the cause of the adverse event was procedure and patient condition related. The patient required extended hospitalization because of follow up for cardiac tamponade.